Manufacturer narrative:
On 30-mar-2022, mentor received additional information about the event: clarification was received on which breast developed capsular contracture. It was the patient¿s right breast that developed capsular contracture. The product information has been updated to reflect what was reported for the patient¿s right breast prosthesis. It is a mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3504004bc, lot #5665767, serial # (B)(6), UDI #(B)(4), PMA #p030053. An updated event date of 15-jan-2020 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) for lot #5640372 and lot #5665767 was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision procedure with an unspecified mentor smooth gel breast prosthesis developed capsular contracture (baker grade unknown) in one of her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Information was provided for the patient¿s breast prostheses (left device: mentor memorygel breast implant 375cc gel breast prosthesis, catalog #3503754bc, lot #5640372, serial # (B)(4). Right device: mentor memorygel breast implant 400cc gel breast prosthesis, lot #5665767, serial # (B)(4)). It was not specified which breast developed capsular contracture. If clarification on which breast developed capsular contracture is received, a supplemental report will be submitted.